Event description:
It was reported that the customer was hospitalized for non diabetic conditions and was taken off the insulin pump. Customer had a low blood glucose level of 39mg/dl. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.